Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) t3st513, (t3® pro non-platform switched tapered implant 5mm (d) x 13mm (l)) for evaluation. Visual evaluation / functional test was performed, implant worn. Functionally tested with in-house abutment and engages, retains and disengages as intended. No malfunction identified with returned implant. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number: 2120025736. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number: 2120025736 for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00053-haz, the most likely root cause determined from the investigation was clinician damages implant seating surface (e.g. Raised areas on seating surface of implant, scratches). Therefore, based on the available information, a device malfunction did not occur with implant. Without abutment device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. E1: first name unknown / not provided.

Event description:
It was reported implant placed, strong primary stability. Could not seat encode (platform clear). Implant removed. Still couldn't seat encode. Place another t3st513 in site and encode seated perfectly. Possible manufacturer defect. Tooth 30.